Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - to replace the liner component; the patient had pain and was unstable.